Event description:
Related manufacturer reference number 3006705815-2022-13678. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 1-10 and 11-12. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, one lead was explanted and replaced. Effective therapy was restored post operatively. It's unknown which lead was replaced, and both are being reported.